Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins) for spinal pain in dications. It was reported that pt said their ins "hasn't worked in like 2 and a half or 3 years, it was taking like 3 hours to charge and got worse and worse, and it quit charging and they were going to move my battery from my lower back to my upper back because it's kind of bothering me in my lower back and if they move it, it might have better connecting with charging". Pt said they just met with their manufacturer's representative (rep) who told them to call to replace the equipment to rule it out as the cause of the charging issues. They said they first made rep aware of this issue "probably 2 months ago". They remembered when they were charging the recharger would "get like hot, hot and that's another reason I quit using it". The manufacturer's patient services specialist (pss) reviewed that the ins was most likely discharged, and to call patient services when they got the new recharger for assistance with passive recharge mode to try and get the ins charging. The issue was not resolved. A replacement recharger was sent out. Additional information was received from the rep. The rep was notified of the issues on november 22, 2022. The recharging issues were resolved, the rep spoke with pt earlier that morning and the device was charging normally. The ins revision is still planned to address the discomfort at the ins site. There is currently no surgery date.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Product type recharger this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins) for spinal pain in dications. It was reported that pt said their ins "hasn't worked in like 2 and a half or 3 years, it was taking like 3 hours to charge and got worse and worse, and it quit charging and they were going to move my battery from my lower back to my upper back because it's kind of bothering me in my lower back and if they move it, it might have better connecting with charging". Pt said they just met with their manufacturer's representative (rep) who told them to call to replace the equipment to rule it out as the cause of the charging issues. They said they first made rep aware of this issue "probably 2 months ago". They remembered when they were charging the recharger would "get like hot, hot and that's another reason I quit using it". The manufacturer's patient services specialist (pss) reviewed that the ins was most likely discharged, and to call patient services when they got the new recharger for assistance with passive recharge mode to try and get the ins charging. The issue was not resolved. A replacement recharger was sent out. Additional information was received from the rep. The rep was notified of the issues on november 22, 2022. The recharging issues were resolved, the rep spoke with pt earlier that morning and the device was charging normally. The ins revision is still planned to address the discomfort at the ins site. There is currently no surgery date.